Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood leakage is occurring while attaching the safeday valve to the introcan safety 3. A small amount of blood leaks during connecting, and occurs after the dressing is applied or at the time of the catheter removal. This has been occurring intermittently, with one clinician reporting the issue several times. No injury reported.